Event description:
A customer's family member reported the customer's blood glucose meter would shut off during testing. It was also reported the customer was unable to obtain a reading in order to use their regular insulin, and they experienced slurred speech. The paramedics were called, and the customer was reportedly treated with an intravenous medication (unknown) and also ate food "to bring their blood sugar up". There was no report of readings obtained by paramedics. The customer's family member reported the customer was transported to a health care facility where they were diagnosed with severe hypoglycemia (no readings were reported) and continued to be treated with an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.